Manufacturer narrative:
This is our response to uf report # (B)(4). Device was returned and inspected. Complaint was confirmed. However, as it was stated in the report of the hospital, the ram cannula performed as intended. Device was used for much extended time. It was advised that hospital follow the direction for use (dfu): and replace neotech ram cannula every 14 days or per hospital protocol, whichever is sooner. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
After 35 days when changing ram cannula, nurse noticed that the one in use appeared to be shorter in length and width. The plastic also appeared flimsy compared to the new one. Nurse notified neotech and was advised to change the ram cannulas at least every 14 days.